Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. The complaint for a blood leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).this complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection was performed and a drop of blood was found where the venous header cap is screwed onto the dialyzer. Functional tests were performed and there was no issue with the connection of bloodline with the dialyzer connection.

Event description:
A nurse contacted baxter (B)(4) regarding a blood leak from a xenium 210 dialyzer. The nurse relayed the report for an at-home hemodialysis patient. It was reported that when the home patient (hp) was on dialysis and he had a blood leak from the arterial line connection to the dialyzer. The hp felt his connections were tight and that they were on the correct thread. The patient had to take himself off treatment and the patient lost approximately a quarter cup of blood. The hp?s observations were stable. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the clinical team, they stated that the clinical area responsible for training the patients, believe that patients received adequate training as well as reinforced info when issues started to happen. Baxter trained the nurses. The patients in question were established on hhd had experience with av 05 lines with no issues connecting to dialyzers.